Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There was full shaft separation just distal to the collar of the device. There were no fluids present to the device. Media depicts outer box packaging to reported complaint batch as well as a portion of the device showing partial separation to the shaft just distal to the collar. Due to visibility of the photo, it is not confirmed if the device is fully separated. No other issues were identified during the product analysis.

Event description:
It was reported that the shaft broke. The 90% stenosed target lesion was located in the distal left circumflex artery. A 6f guidezilla ii catheter-guide extension was selected for use. During unpacking, it was noted that the distal end of guidezilla was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that the shaft broke. The 90% stenosed target lesion was located in the distal left circumflex artery. A 6f guidezilla ii catheter-guide extension was selected for use. During unpacking, it was noted that the distal end of guidezilla was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.